Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request post market vigilance (pmv) led an evaluation of one endo gia* ultra universal xl stapler. The visual inspection of the returned product noted the firing rod would extend when the trigger is pulled (see photo). Pmv performed functional testing which included the instrument was successfully loaded with an endo gia* roticulator* 60-3.5 sulu ((B)(4)). Once the trigger is the instrument becomes jammed, and makes it difficult to retract the firing knob and remove the sulu. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The instrument was visually evaluated. The retraction knob was observed partially retracted, though firing rod was observed partially advanced. Articulation lever was observed in neutral position and the trigger was observed in the fully released position. In addition, the outer tube was observed severely bent. The condition of the instrument received was only replicated by applying force to the tube; it would snap at the base of the tube. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as a misuse of the product. Should new information become avail able, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric bypass procedure. There was a problem loading and unloading the device. The jaws are not opening. The device was stuck with the jaws shut. The jaws of the device did not lock onto the tissue. The devices were not used on the patient.